Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Report source; (B)(6).

Event description:
It was reported that while trying to close the patient's chest using sternalock 360 the band snapped while performing the approximation using the tensioner. Surgery was delayed by 10 minutes to open a new package to close the chest. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional and/or corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. Visual inspection showed that the metal band had been fed up through the tensioner and locked in place, and snapped at the base of the tower. The plate was also slightly discolored and appeared to have been in contact with a patient's blood. The DHR for this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. For this part (74-0004) and the previous one year (from the notification date) regarding the band snapping, there is a complaint rate of 0.05% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force was applied during rotation of the tightening wheel to achieve final approximation, beyond what the product was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The incorrect lot number was initially provided by the customer and reported in the initial medwatch report. The correct lot number was discovered upon investigation of the received device. Therefore, the lot number, expiration date, and date of manufacture are corrected in this report.